Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer stated that they had dinner and when they tried to deliver bolus it shows zero. Customer stated that blood glucose at time of incident was 22 mmol/l. Customer agreed to proceed with troubleshoot confirmed bolus was delivered earlier. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.